Event description:
Boston scientific received information that the patient with this pacemaker had a syncopal episode. Device evaluation was done and appeared normal; and the cause of the syncope was undetermined. It was noted that the patient appeared to be having bigeminal premature ventricular contractions (pvcs). No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is currently available, and the investigation is complete. This investigation will be updated should further information be provided.